Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during manual registration with CT the passive frame was clamped to the spinous process on t3 and 7 merge points were added to the image. There were 4 points on the spinous process, 2 on the left transverse process, and 1 on the right transverse process. It was noted that when taking the touch points the algorithm was throwing out 2 of the points in favor of a registration that was flipping left and right. The site attempted to take transverse points a couple times but failed to receive a correct convergence. The surgeon aborted navigation and continued to manually place the screws. There was a less than 1 hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
Patient gender updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, software version: 1.2.0. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.